Event description:
This l v lead was implanted on (B)(6) 2005. A call to technical services on 9/12/11 states that they are temporarily programming to rv only pacing due to lv lead dislodgement. Want to program rate hysteresis to allow sinus activity until lv revision done. Device will be programmed with a hysteresis offset of -1 o bpm and a search interval of 256 beats. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).